Manufacturer narrative:
The system was examined and the reported event was not replicated. There was no evidence of device nonconformity. However, unrelated to the reported event, the aberrometer was replaced as a preventive measure. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause for the ¿dovetail alignment set screw issue¿ could not be determined conclusively. There is no evidence of device nonconformity. Based on the information obtained, the root cause of the ¿reading/measurement issue¿ could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. The screw they found did not come out of the aberrometer. They just found it on the floor and kept it in case.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the aberrometer kept stating measurements were not acceptable in several cases. A nurse indicated that a screw came out of the aberrometer. A company representative noted that the picture looked like an alignment set screw. Verification values looked good but was unable to verify on camera alignments.